Event description:
The customer reported falsely elevated alinity I afp generated from alinity I processing module and provided the following data: customer normal range: 0.9 - 8.8 ug/l. (B)(6): sample ID: (B)(6), (patient from health screening). 1st run (B)(6): 13.4, 2nd run (B)(6): 2.6, 3rd run (B)(6): 2.6. On (B)(6): sample ID: (B)(6), (patient from ent clinic). 1st run (B)(6): 11.7, 2nd run (B)(6): 8.0, 3rd run (B)(6): 7.4. On (B)(6): sample ID: (B)(6), (patient from gastrointestinal clinic). 1st run (B)(6): 26. 2nd run (B)(6): 2.9. 3rd run (B)(6): 3.3. No other patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
Section b5 was corrected. After further evaluation, the suspect medical device was changed from alinity I afp reagent kit , list number: 07p90-20, and manufacturing site abbott ireland diagnostics division finisklin business park, sligo, f91vy44, ireland to alinity I processing module, ln 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2025-00166 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated alinity I afp generated from alinity I processing module and provided the following data: customer normal range: 0.9 - 8.8 ug/l. On (B)(6): sample ID: (B)(6) (patient from health screening), 1st run (B)(6): 13.4, 2nd run (B)(6): 2.6, 3rd run (B)(6): 2.6. On (B)(6): sample ID: (B)(6) (patient from ent clinic), 1st run (B)(6): 11.7, 2nd run (B)(6): 8.0, 3rd run (B)(6): 7.4. On (B)(6): sample ID: (B)(6) (patient from gastrointestinal clinic), 1st run (B)(6): 26, 2nd run (B)(6): 2.9, 3rd run (B)(6): 3.3. No other patient information was provided. There was no reported impact to patient management. A1 patient identifier: complete list of sample ID's are (B)(6).

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.